Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed.  The reported problem (damaged monitor case) has been confirmed.  Upon investigation the monitor was unable to communicate with a belt.  The monitor's electrode belt receptacle was pulled from damaged ca connector j1001.  The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged.